Event description:
Nurse obtained 10 ml single use 0.9% sodium chloride injection, united states pharmacopeia to flush venous access device. No fluid in syringe, air only. Issue discovered before injection.